Event description:
It was reported that on (B)(6) 2022, a 16mm amplatzer amulet occluder was successfully implanted in a patient with a pre-existing 3-4mm pericardial effusion at the apex of the heart using a 12f amplatzer amulet delivery sheath. It was noted that during procedure the patient had an activated clotting time above 250 seconds. The patient was noted as having a small/complex left atrial appendage and complex heart anatomy. There was no retraction/recapture of the 16mm amplatzer amulet occluder. The occluder had been deployed and released according to the instructions for use. It was however, noted that there were multiple manipulations of an unknown guidewire, intracardial echocardiogram (ice) probe, and viewflex xtra intracardiac echocardiography (ice) catheter when attempting to obtain ice images of the patient's heart. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was noted via an intracardiac echocardiogram, that after implant the pre-existing pericardial effusion had grown to 5-6mm. The pericardial effusion did not lead to cardiac tamponade. There was no pericardiocentesis performed to treat the pericardial effusion. Post-implant the patient was monitored using transesophageal examination and no other treatment was required/performed. The patient wa recovering at the time of report. The cause of growth of the pre-existing pericardial effusion is believed to have been a combination of the multiple manipulations of the guidewire, intracardial echocardiogram (ice) probe, and catheter during procedure and patient's past medical history.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of growth of pre-existing pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.